Event description:
During remote follow-up, wide qrs resulting in oversensing was observed. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.